Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report defective leads, the right atrial (ra) lead and the right ventricular (rv) lead. The patient mentions that the implantable cardioverter defibrillator (ICD) was implanted on the right side and when the patient fell, the ICD came out of the pocket and traveled out to the right armpit. The patient was concern that the rv lead was going to break, shock the patient and perhaps even kill the patient. Follow up attempts were made to contact the patient¿s healthcare provider but were to no avail. The limited information indicates that the ra, rv and ICD are still in use. No further patient complications have been reported as a result of this event.